Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. Late morning on (B)(6) 2022, the patient talked to his wife, had coffee, then went upstairs. The spouse stated that typically when he is hypoglycemic he gets silly. When he is hyperglycemic he is irritable. He did not report having any hypoglycemia symptoms to his wife and had not taken any acetaminophen. Shortly thereafter he had a seizure, made yelling noises, and although his eyes were open, he was unable to communicate and was hallucinating. A nurse later described it to the spouse as a grand mal seizure. It lasted 10-15 minutes, and the patient was incoherent for an additional 30 minutes. The patient¿s wife called emergency medical services (ems) after discovering the patient. She administered several glucose tablets and some orange juice prior to emergency responders arriving. At the time she administered the tablets and orange juice, the cgm was reading 50 mg/dl. She did not take a bg finger stick (fs) reading. Emergency responders arrived approximately noon, performed a bg fs shortly after (bg fs 129 mg/dl), and the cgm was reading 99 mg/dl. Emergency responders carried the patient out and transported him to the emergency room (ER) where he was admitted immediately at approximately 1:00 pm. The patient's spouse recalls an ER nurse advising that ativan was administered but does not know the dosage. At the time he was incoherent and uncooperative. Between 2:00 pm ¿ 4:00 pm while waiting for a magnetic resonance image (MRI), he experienced 2 additional seizures and was intubated and sedated because he was combative. He was transferred to the intensive care unit (ICU) at approximately 7:00 pm. During the evening, the omnipod insulin pump was removed and the cgm sensor remained at the wife¿s request because she wanted to monitor his bg values from her phone. At approximately 2:00 am on (B)(6) 2022, the cgm values (same sensor) were 100 points higher than the bg finger stick and serum blood levels. The sensor was replaced later in the day and the patient had a second inaccuracy event during the ICU stay after which time the sensor, transmitter and receiver were replaced. Diagnostic testing (MRI, CT scan, and 24-hour electroencephalogram (eeg) did not identify the cause of the seizures. His condition stabilized and he was discharged home on (B)(6) 2022 with new medication to minimize seizures. He remembered few details from the event. At the time of the follow up call to the patient¿s spouse on (B)(6) 2022, she stated his bg was stable, and the infrequent seizures were a recent change within the past 18 months. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.